Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain"), embedded device ("essure device embedded in abdominal wall") and procedural pain ("surgery was extremely painful") in a 33-year-old female patient who had essure (batch no. 675116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergy to metals, overweight, vaginal itching, genital hemorrhage, itching, inflammation, mood swings, irritable, loss of libido and pain. Concomitant products included sumatriptan (imitrex) for migraine and headache, ondansetron (zofran) for nausea, celecoxib (celebrex) and tramadol for pelvic pain and antibiotics for vaginal discharge. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced weight increased ("gained 20 pounds after surgery and 30 more in the years that followed /weight gain"). In 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), headache ("severe headaches"), migraine ("migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal distension ("bloating"). In 2012, the patient experienced alopecia ("hair loss") and allergy to metals ("nickel allergy"). In 2013, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), procedural pain (seriousness criterion medically significant), pain ("body had since been ravaged by constant pain/ pain"), abdominal pain ("stabbing pains in her abdomen"), muscular weakness ("lost strength in her hands"), fine motor skill dysfunction ("fine motor skills had greatly declined"), memory impairment ("memory impairment and her cognitive abilities were not what they used to be"), cognitive disorder ("memory impairment and her cognitive abilities were not what they used to be"), menometrorrhagia ("periods were irregular, severe"), arthralgia ("mobility was suffering due to joint pain in her hips"), back pain ("back pain"), amnesia ("memory loss"), depression ("depression"), anxiety ("anxiety"), premature menopause ("early onset menopause"), post-traumatic stress disorder ("ptsd"), surgery ("multiple surgeries"), insomnia ("insomnia"), myalgia ("muscle pain") and vaginal infection ("vaginal infection"). The patient was treated with surgery (removal of essure, salpingectomy (bilateral removal of fallopian tubes)) and surgery (removal of essure, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, embedded device, procedural pain, pain, headache, weight increased, abdominal pain, muscular weakness, fine motor skill dysfunction, memory impairment, cognitive disorder, menometrorrhagia, arthralgia, back pain, migraine, alopecia, amnesia, depression, anxiety, premature menopause, fibromyalgia, post-traumatic stress disorder, surgery, insomnia, vaginal haemorrhage, menorrhagia, nausea and myalgia outcome was unknown, the fatigue was resolving and the allergy to metals, dyspareunia, vaginal discharge, abdominal distension and vaginal infection had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, cognitive disorder, depression, dyspareunia, embedded device, fatigue, fibromyalgia, fine motor skill dysfunction, headache, insomnia, memory impairment, menometrorrhagia, menorrhagia, migraine, muscular weakness, myalgia, nausea, pain, pelvic pain, post-traumatic stress disorder, premature menopause, procedural pain, surgery, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the marker outlying the right coil is not seen, the question is whether this has been displaced from the coil itself should be raised. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: vaginal discharge, menorrhagia , pelvic pain, anxiety, headaches, weight increased, abdominal pain, fatigue. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), nausea, nickel allergy, dyspareunia (painful sexual intercourse),vaginal discharge, vaginal infection, bloating, muscle pain, essure device embedded in abdominal wall. Date implanted were update. Outcome of event fatigue were update. Onset date of event migraine, headache, pelvic pain, fatigue, weight increased, alopecia, fibromyalgia were update. Concomitant disease, lab data, plaintiff name were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2176) on 28-oct-2015. The most recent information was received on 20-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain"), embedded device ("essure device embedded in abdominal wall") and procedural pain ("surgery was extremely painful") in a 33-year-old female patient who had essure (batch no. 675116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergy to metals, overweight, vaginal itching, genital hemorrhage, itching, inflammation, mood swings, irritable, loss of libido and pain. Concomitant products included sumatriptan (imitrex) for migraine and headache, ondansetron (zofran) for nausea, celecoxib (celebrex) and tramadol for pelvic pain and antibiotics for vaginal discharge. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced weight increased ("gained 20 pounds after surgery and 30 more in the years that followed /weight gain"). In 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), headache ("severe headaches"), migraine ("migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal distension ("bloating"). In 2012, the patient experienced alopecia ("hair loss") and allergy to metals ("nickel allergy"). In 2013, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), procedural pain (seriousness criterion medically significant), pain ("body had since been ravaged by constant pain/ pain"), abdominal pain ("stabbing pains in her abdomen"), muscular weakness ("lost strength in her hands"), fine motor skill dysfunction ("fine motor skills had greatly declined"), memory impairment ("memory impairment and her cognitive abilities were not what they used to be"), cognitive disorder ("memory impairment and her cognitive abilities were not what they used to be"), menometrorrhagia ("periods were irregular, severe"), arthralgia ("mobility was suffering due to joint pain in her hips"), back pain ("back pain"), amnesia ("memory loss"), depression ("depression"), anxiety ("anxiety"), premature menopause ("early onset menopause"), post-traumatic stress disorder ("ptsd"), surgery ("multiple surgeries"), insomnia ("insomnia"), myalgia ("muscle pain") and vaginal infection ("vaginal infection"). The patient was treated with surgery (removal of essure, salpingectomy (bilateral removal of fallopian tubes)) and surgery (removal of essure, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, embedded device, procedural pain, pain, headache, weight increased, abdominal pain, muscular weakness, fine motor skill dysfunction, memory impairment, cognitive disorder, menometrorrhagia, arthralgia, back pain, migraine, alopecia, amnesia, depression, anxiety, premature menopause, fibromyalgia, post-traumatic stress disorder, surgery, insomnia, vaginal haemorrhage, menorrhagia, nausea and myalgia outcome was unknown, the fatigue was resolving and the allergy to metals, dyspareunia, vaginal discharge, abdominal distension and vaginal infection had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, cognitive disorder, depression, dyspareunia, embedded device, fatigue, fibromyalgia, fine motor skill dysfunction, headache, insomnia, memory impairment, menometrorrhagia, menorrhagia, migraine, muscular weakness, myalgia, nausea, pain, pelvic pain, post-traumatic stress disorder, premature menopause, procedural pain, surgery, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the marker outlying the right coil is not seen, the question is whether this has been displaced from the coil itself should be raised. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: vaginal discharge, menorrhagia , pelvic pain, anxiety, headaches, weight increased, abdominal pain, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-sep-2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2176) on 28-oct-2015. The most recent information was received on 11-dec-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain"), embedded device ("essure device embedded in abdominal wall / one essure coil was lost in abdominal wall"), procedural pain ("surgery was extremely painful") and autoimmune disorder ("autoimmune disorder - type of disorder") in a 33-year-old female patient who had essure (batch no. 675116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergy to metals, overweight, vaginal itching, genital hemorrhage, itching, inflammation, mood swings, irritable, loss of libido and pain. Concomitant products included sumatriptan (imitrex) for migraine and headache, ondansetron (zofran) for nausea, celecoxib (celebrex) and tramadol for pelvic pain, antibiotics for vaginal discharge as well as bupropion. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient was found to have weight increased ("gained 20 pounds after surgery and 30 more in the years that followed /weight gain"). In 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), headache ("severe headaches"), migraine ("migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal distension ("bloating"). In 2012, the patient experienced alopecia ("hair loss") and allergy to metals ("nickel allergy"). In 2013, the patient experienced autoimmune disorder (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), procedural pain (seriousness criterion medically significant), pain ("body had since been ravaged by constant pain/ pain"), abdominal pain ("stabbing pains in her abdomen"), muscular weakness ("lost strength in her hands"), fine motor skill dysfunction ("fine motor skills had greatly declined"), memory impairment ("memory impairment and her cognitive abilities were not what they used to be"), cognitive disorder ("memory impairment and her cognitive abilities were not what they used to be"), menometrorrhagia ("periods were irregular, severe"), arthralgia ("mobility was suffering due to joint pain in her hips"), back pain ("back pain"), amnesia ("memory loss"), depression ("depression"), anxiety ("anxiety"), premature menopause ("early onset menopause"), post-traumatic stress disorder ("ptsd"), insomnia ("insomnia"), myalgia ("muscle pain") and vaginal infection ("vaginal infection") and underwent surgery ("multiple surgeries"). The patient was treated with surgery (removal of essure, salpingectomy (bilateral removal of fallopian tubes) and removal of essure, salpingectomy (bilateral removal of fallopian tubes) (B)(6) 2015). At the time of the report, the pelvic pain, embedded device, procedural pain, autoimmune disorder, pain, headache, weight increased, abdominal pain, muscular weakness, fine motor skill dysfunction, memory impairment, cognitive disorder, menometrorrhagia, arthralgia, back pain, migraine, alopecia, amnesia, depression, anxiety, premature menopause, fibromyalgia, post-traumatic stress disorder, surgery, insomnia, vaginal haemorrhage, menorrhagia, nausea and myalgia outcome was unknown, the fatigue was resolving and the allergy to metals, dyspareunia, vaginal discharge, abdominal distension and vaginal infection had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, autoimmune disorder, back pain, cognitive disorder, depression, dyspareunia, embedded device, fatigue, fibromyalgia, fine motor skill dysfunction, headache, insomnia, memory impairment, menometrorrhagia, menorrhagia, migraine, muscular weakness, myalgia, nausea, pain, pelvic pain, post-traumatic stress disorder, premature menopause, procedural pain, surgery, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the marker outlying the right coil is not seen, the question is whether this has been displaced from the coil itself should be raised. One entrance to fallopian tube was blocked and tissue needed to be removed in order to place essure device. During removal, one essure coil was lost in abdominal wall and was unable to be retrieved. Current weight: 217 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: vaginal discharge, menorrhagia , pelvic pain, anxiety, headaches, weight increased, abdominal pain, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 11-dec-2018: pfs received: event autoimmune disorder was added. Reporter causality comments were added. Action taken with drug was changed. Concomitant drug was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority FDA ((B)(6)) on 28-oct-2015. The most recent information was received on 10-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain") and procedural pain ("surgery was extremely painful") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergy to metals. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain (seriousness criterion medically significant), pain ("body had since been ravaged by constant pain/ pain"), fatigue ("chronic fatigue"), headache ("severe headaches"), weight increased ("gained 20 pounds after surgery and 30 more in the years that followed"), abdominal pain ("stabbing pains in her abdomen"), muscular weakness ("lost strength in her hands"), fine motor skill dysfunction ("fine motor skills had greatly declined"), memory impairment ("memory impairment and her cognitive abilities were not what they used to be"), cognitive disorder ("memory impairment and her cognitive abilities were not what they used to be"), menometrorrhagia ("periods were irregular, severe"), arthralgia ("mobility was suffering due to joint pain in her hips"), back pain ("back pain"), migraine ("migraines"), alopecia ("hair loss"), amnesia ("memory loss"), depression ("depression"), anxiety ("anxiety"), premature menopause ("early onset menopause"), fibromyalgia ("fibromyalgia"), post-traumatic stress disorder ("ptsd"), surgery ("multiple surgeries") and insomnia ("insomnia"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, procedural pain, pain, fatigue, headache, weight increased, abdominal pain, muscular weakness, fine motor skill dysfunction, memory impairment, cognitive disorder, menometrorrhagia, arthralgia, back pain, migraine, alopecia, amnesia, depression, anxiety, premature menopause, fibromyalgia, post-traumatic stress disorder, surgery and insomnia outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, anxiety, arthralgia, back pain, cognitive disorder, depression, fatigue, fibromyalgia, fine motor skill dysfunction, headache, insomnia, memory impairment, menometrorrhagia, migraine, muscular weakness, pain, pelvic pain, post-traumatic stress disorder, premature menopause, procedural pain, surgery and weight increased to be related to essure. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: summons received- case become potentially legal, reporter added, start date and stop date of drug was updated, events migraines, hair loss, memory loss, depression, anxiety, early onset menopause, fibromyalgia, ptsd, multiple surgeries, chronic pain, insomnia, pain were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.